Manufacturer narrative:
Block h6: problem code a06 captures the reportable event of loss of visualization inside the patient. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, june 23, 2023.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-03794 for the exalt model b scope. It was reported to boston scientific corporation that an exalt model b monitor kit was used during an unknown procedure on an unknown date. It was reported that during the procedure the image of the exalt model b scope flickered and then it was lost. The image was able to be regained after unplugging and re-plugging the scope into the exalt model b monitor. The procedure was able to be completed with the same exalt b scope and monitor. There were no complications as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-03802 for the exalt model b scope. It was reported to boston scientific corporation that an exalt model b monitor kit was used during an unknown procedure on an unknown date. It was reported that during the procedure the image of the exalt model b scope flickered and then it was lost. The image was able to be regained after unplugging and re-plugging the scope into the exalt model b monitor. The procedure was able to be completed with the same exalt b scope and monitor. There were no complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: problem code a06 captures the reportable event of loss of visualization inside the patient. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block h10: the exalt model b monitor kit was inspected and analyzed. Product analysis was unable to replicate the reported issue. Therefore, the reported complaint could not be confirmed. Although product analysis was unable to replicate the failure, an analysis of the device log files found an intermittent issue connecting to single use devices (suds) and narrowed the field of potential root causes to the scope connection port, internal hardware failures, or internal connections between electronics in the unit. Product analysis was unable to fully isolate the error to any specific hardware component, as the intermittent problem could not be replicated during the time spent testing. The failure is considered a random component failure, as the issue presented after extended use during the life cycle of the product, indicating it is unlikely an issue traced to manufacturing or production. Based on the investigation findings, the cause code selected is cause traced to component failure, which indicates that the failure was an expected or random failure with no relation to design or manufacturing. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. Block h11: block b5 has been corrected.